Manufacturer narrative:
The patient's dob, age at time of event, or weight is unknown. This information was not available from the facility. During the returned product investigation, a semi-radial balloon tear was observed. Recurrence of the malfunction could result in an embolism. Patient information regarding relevant test/laboratory data or medical history is unknown. This information was not available from the facility. Foreign- (B)(6). 510(k) is n/a. This device is only sold in japan. The angiosculpt device was returned for investigation. Visual examination found no unusual characteristics of the device. During functional testing, the balloon was inflated to less than 2 atm and a leak was observed. Under microscopic inspection, a semi-radial tear was noted on the proximal end of the balloon. Per the IFU, retained device component is listed as a possible adverse effect of the procedure.

Event description:
The balloon ruptured at 13 atm. A new angiosculpt device was used to complete the procedure. No patient injury reported. Note: the returned product investigation on (B)(6) 2019 found a semi-radial balloon tear.